Event description:
Marked increase in failure rate of I-stat cartridges observed in last month, substantiated on 1/29/2002. Co notified that lot a01159 6+ cartridges for the point of care I-stat instrument were giving no data for potassium on up to 17 % of attempts (background 1-2 % here). Device used in a variety of pt settings. Most of data is captured in a data management system and has been downloaded to the co. Failure rate not traced to any particular pt population. Hosp is a high.